Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the (B)(6) bipolar forceps instrument jaws sparked when energy was being used to cauterize the tissue. The issue was resolved by replacing the instrument. The procedure was completed with no reported injury. The (B)(6) bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi followed up with the initial reporter and obtained the following additional information: the (B)(6) bipolar forceps instrument was inspected prior to use and there was no damage found. The cannula was inspected prior to use using a pin gauge. The (B)(6) bipolar forceps instrument was used for 10 minutes during procedure to cauterize the tissues when the instrument arced. The monopolar cord was not connected to a bipolar instrument. The cadiere forceps instrument was installed into the other arm at the time of the issue. The instrument tip did not collide with any other instrument or tool during procedure. An arcing was observed while dissecting the thymus gland. The inner side of the (B)(6) bipolar forceps instrument jaws was found to be burnt after noting an arcing event. The covidien valleylab fx generator was used for bipolar coagulation energy with a cut setting at 70 and coag setting at 45 when the arcing event occurred. The (B)(6) bipolar forceps instrument tip(s) were in contact with tissue when the arcing event occurred. The instrument tip(s) did not touch any staples, clips or sutures while energized and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was not removed at any time prior to arcing. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. Follow up information from the customer also confirmed that the site reused the suspect instrument for another procedure and experienced the same issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the (B)(6) bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video of the procedure was provided for review. A review of the instrument logs for the (B)(6) bipolar forceps (part number 420172-17/ lot number n11210712 218) associated with this event has been performed. Per the review, the (B)(6) bipolar forceps instrument was used for two procedures on (B)(6) 2022 using system rsh0105. (1st procedure - thymectomy, 2nd procedure - mediastinal mass resection). The alleged instrument had 4 uses remaining after the last procedural use. A review of the site's complaint history does shows additional complaints related to this product. Similar issues were logged on the same instrument on reports submitted under patient identifiers (B)(6) . Per logs, instrument was used on two separate procedures on the event date. Report under patient identifier (B)(6) represents the usage on the 1st procedure for a thymectomy procedure (this report), while report under patient identifier (B)(6) represents the usage on the 2nd procedure mediastinal mass resection. This matches follow up information stating that despite the issue experienced on the 1st procedure, instrument was reused on subsequent procedure. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the (B)(6) bipolar forceps instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the thermal damage on the yaw pulley to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The root cause of the thermal damage between grips on the instrument bipolar yaw pulley is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. An additional observation not reported by the site were also identified: the maryland bipolar forceps instrument was found to have a bipolar pin bent. The root cause of the bent instrument bipolar pins is typically attributed to mishandling/misuse, such as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend.

Event description:
Refer to h10/h11 for follow-up information.